Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump. Connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly.

Event description:
It was reported that the customer had a sensor on the insulin pump. The customer's blood glucose level was 249 mg/dl. The customer stated that she could not get her new sensor to start. The customer states that the sensor expiration date is passed. The customer already remove the sensor and does not know loaded to carelink. The pt stated that there was slight bent to the sensor. The customer was advised that we will replaced the sensor as a courtesy.